Event description:
The customer reported difficulty pressing the pump's quick bolus/wake button, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer planned to remove the pump's protective case to test the button functionality without it and was advised to follow up if further action was needed.